Event description:
It was reported that (1) device was used during an esophagus procedure. It was reported by the affiliate that the cs6s instrument tissue pad fell into the patient (could retrieve from patient). Another instrument was used to complete the case. The device was discarded.